Event description:
We received a report from a female consumer who reported that she had an eye infection after including private label multipurpose solution in her lens care regimen. She indicated that her symptoms included cloudy vision. Pusy discharge, and itchiness. She self-treated with over the counter polysporin eye drops and her symptoms resolved in 5-7 days. She did not seek medical treatment from a health care professional. She stated that she discontinued use of the bottle and used another multipurpose solution without trouble. When she re-introduced the private label multipurpose solution her symptoms returned and she again self-treated with the over-the antibiotics. The pt did not indicate when the event began.

Manufacturer narrative:
No info provided. The complain unit was sent to the mfg site; when the bottle as received at the site, the flip top cap had come off and the bottle leaked. Physico-chemical analysis of the complaint unit were correct and all parameters were within established acceptance criteria. The complaint unit was returned back already opened (and had leaked in transit) and microbiology results show that the sample was not sterile. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry and microbiology evaluation results of a retain sample from the same lot were found to be within specifications. The root cause has not been established. All pertinent info available to the MFR has been submitted.